Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. One day suddenly the bladder just ran really quickly and it kind of hurt or burned but it was not a yeast infection. Since then it hadn't worked properly. They wanted to increase stim because they were still leaking. They were on p2 at 2.3 and adjusted to 2.4 and were comfortable. They were advised to monitor symptoms now that a change was made and follow up with their hcp if the issue did not resolve. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient came home from their procedure terribly dizzy and tired. The patient stated they were up the day of the call doing things and picked up "the jacket" and there was a "white box" they knew nothing about. The patient reported feeling awful dizzy and having a headache. On the call when going to check the device the patient's handset was a 0%. The patient was walked through charging to at least 15% and told to call back to check settings. The patient was also advised to discuss their symptoms with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient said they had been so dizzy. The patient talked to their healthcare professional and was given medicine and now is better with the dizziness. The patient said they had to hang on to something all the time and they were kind of confused. The patient said the device was for bladder leakage and incontinence and before it would run all the way through her slacks. The patient said now the last few days they have felt reassured because they can make it to the bathroom. The patient said they are not getting quite 50% relief of symptoms. The patient was on program 1 at 1.8 volts. The patient increased to 2.3 volts. The patient said they feel the stimulation at the scar on their back. The patient did not know who current healthcare professional was. Patient services recommended patient monitor symptoms for a few days and see if they improve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported leaking issues. The patient said that last time they called they increased stimulation to 3 and even though they couldn¿t feel stimulation they left it there. Two hours later the patient felt stimulation a little stronger and was ¿different¿ than what they were used to, but the stimulation was not uncomfortable. The patient said this occurred while they lay down but more of a pulling sensation. The patient said they are now more comfortable with the stimulation and doesn¿t feel it as strong as before. The patient mentioned symptom improvements but still leaks in the evening. The patient said the urine does not run out like before but does go on her pad enough that they want to change the pad, and when they are ¿deeply watching tv.¿ the patient mentioned that they do not wear a pad at night but when they stand up in the am they can make it to the bathroom without leaking. The patient initially said that their leaking issues have improved by at least 50%, but later said that their success is more like 40-45%. The patient said they would like to continue with their bladder exercises. Patient services reviewed device description/function and the patient said they want to keep their setting as it and will possibly contact their healthcare professional. No further complications were reported.